Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after a diagnostic procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, there was no suture attached to the anterior needle. The device was removed over a guide wire and a second proglide was attempted but also resulted in a needle-to-cuff miss. A non-abbott device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information. Device #2 proglide, is being filed under a separate manufacturer report number.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the plunger, cuffs, link, needle tip and monofilament were not returned with the device. There was no needle strike mark on the foot. There was no abnormal observation found on the returned device that could have contributed to the reported complaint. During testing a proxy plunger was reinserted and the needle trajectory was acceptable. The needle trajectory of every device is checked twice during manufacturing. A cause for the reported cuff miss could not be determined due to the missing parts. However, a probable cause for the cuff miss is needle deflection during plunger deployment due to patient anatomy or a failure to maintain a stable position of the device during needle deployment. It was reported that a proglide device was used for arteriotomy closure of a heavily calcified femoral artery after a diagnostic procedure. Calcification of the femoral artery may have contributed to the event; however. This could not be confirmed. No manufacturing or quality issue was detected. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot.